Manufacturer narrative:
A ge service rep performed an onsite investigation. The system software was evaluated and upgraded. Several components were replaced to match the current software level. The system was tested and found to be working as intended and returned to service.

Event description:
The fse reported that the images were unusable. There is no report of injury or death associated with this event.